Manufacturer narrative:
(B)(4) results of investigation: the suspected ac adapter was returned to carefusion for further evaluation. Upon inspection, the ac lemo connector pins one, four, and five were reported melted and burnt. At this time, carefusion will track and trend this reported issue and internally investigate the situation. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
The customer reported while using the palmtop ventilator; the unit has a burned lemo connector on the (alternating-current) ac adaptor. At this time, it is unknown whether or not there was any patient involvement associated with the event.